Event description:
It was reported that the rubber encasing on the patient cable of the mobile power unit (mpu) was loose around the black and white connectors.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of loose rubber around the lemo connectors of the patient cable was confirmed upon arrival of the returned mobile power unit (serial number: mpu-26279) at the european distribution center. The unit was functionally tested and found to perform as intended despite the observed mechanical damage. The patient cable was replaced, and preventative maintenance was performed. The serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number mpu-26279, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook , entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.